Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a severe skin irritation. The patient reported that she had a skin allergy to nickel, and that wearing the lifevest irritated her pre-existing psoriasis. The patient's physician suggested the patient use benadryl for the irritation. The patient also removed the lifevest to address the reported skin irritation. During a follow up call, the patient reported that the irritation had improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.